Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One used catheter assembly, without needle guard assembly, sheath component and blister packaging, was returned for analysis. The sample was visually examined for potential nonconformances. Pressure testing, using a water filled syringe, of the catheter assembly indicated evidence of leakage at approximately mid-catheter tube length. Examination of the catheter tube displayed evidence of a puncture consistent with the v shape profile of the introducer needle with no evidence of catheter bevel tip irregularities. This v shape incision in the catheter tube length is consistent with catheter wall penetration by the cannula because of a redirect during insertion and not the result of a manufacturing nonconformance. The root cause of this issue was related to user error/technique. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored.

Event description:
It was reported that upon initiation into vein blood was leaking out of site, IV removed and flushed and noted leaking from the middle of cannula. No patient injury was reported.